Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic dissection. It was reported that the patient was involved in a motor vehicle accident. There was a tear in the aorta and the tear continued to extend as grafts were placed. It extended to the level of the celiac, sma and right renal were all involved. The patient died during the procedure due to the motor vehicle accident injuries.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); patient's condition affected effectiveness of device (pre-existing condition; pre-op dissection.); unapproved use of device (treating a pre-op dissection). Conclusion: known inherent risk of a procedure (death); off ¿label, unapproved or contraindicated use (treating a pre-op dissection); device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op dissection.).